Event description:
It was reported the customer was hospitalized. The cause of the customer's hospitalization was unknown. It was also unknown whether the customer was hospitalized for low or high blood glucose. It was also reported the customer may have not been trained properly with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.